Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.